Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not place ipg in surgery mode prior to an unrelated procedure. As a result, ipg became inoperable and patient lost therapy. Surgery took place wherein the ipg was explanted and replaced to address the issue.